Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a clogged channel tube with foreign material. In addition to the reportable malfunction, the following were noted: due to wear of the angle wire, the bending angle in up direction was insufficient and the angulation control was too stiff; the adhesive on the bending section cover had a crack. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was cleaned before being sent to olympus for repair but was not able to be disinfected or sterilized due to the channel blockage. The customer did not know what the foreign material was. It was unknown if there was any delay to starting precleaning. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii video system center internal channel was blocked. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a clogged channel tube with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.